Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a failed save function error message. This will have resulted in a loss of saved patient images. There were no reports of an injury or death.